Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient on (B)(6) 2018 the patient admitted for melena and anemia. The patient underwent gastrointestional (gi) series of endoscopy and colonoscopy, results was normal no source found despite melena. The patient¿s hemoglobin stabilized after holding coumadin. The patient was discharged on unspecified date, and was stable without evidence of bleeding. Inr was 2.2 and hemoglobin was 10.2 g/dl. The plan for the patient to follow-up as outpatient and for ongoing management of lvad. On (B)(6) 2018, a push enteroscopy was performed and results showed gastric body arteriovenous malformation (avm) in proximal jejunum was treated with argon plasma coagulation (apc) thermal therapy. On (B)(6) 2018, upper double balloon enteroscopy (dbe) results showed dieulafoy lesion was clipped. Inr goal changed to 1.5-2 due to recurrent bleeding and patient was started on octreotide injections. The patient symptoms reoccurred. On (B)(6) 2018, additional dbe was unable to locate any bleeding. Given the patient need for ongoing transfusions, decided to stop all anticoagulation. The patient¿s lactate dehydrogenase (ldh) remained stable and hemoglobin stabilized once the coumadin was clear from the patient¿s system. Reportedly, melena resolved off coumadin. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump remains in use supporting the patient. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.